Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a gradual increase in high out of range shock impedance measurements, measuring 125 ohms. Technical services (ts) recommended programming options and continued monitoring. It was noted that the patient will continue to be monitored. No adverse patient effects were reported. This rv lead remains in service.